Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the handling of the fiber. The fiber was most likely bent or kinked in-between shots of energy being produced. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus single-use micron fiber had a broken fiber. According to the initial reporter, they had used the device once, then when to use it a second time. However, before they could, the fiber narrowed to approximately 20 cm and the connection failed. Reportedly, a new laser was used to continue the procedure. The customer confirmed that this event did not cause any patient harm.